Event description:
It was reported that the patient was being revised due to painful right shoulder. The surgeon noted that the stem was at neutral rotation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding pain involving a reunion tsa - press-fit humeral stem 13mm was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient was being revised due to painful right shoulder. The surgeon noted that the stem was at neutral rotation.